Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a malfunction that the device was not detected on bus and cubie pocket failed. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a faulty drawer icon appeared at the top of the screen, and there was no content visible on the display to recover. A field service engineer confirmed that the customer was able to recover, and the station was working fine. The system functioned as intended after a field service engineer troubleshot the device.